Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. Reportedly, the bolus button was unresponsive and there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus button tactile issue was not duplicated. The bolus button cover was intact and the button responded properly. The pump powered up to the verify screen with auditor and vibratory features. No tactile issues were found with the keypad buttons. Related to the complaint, moisture intrusion was evident inside the battery compartment. No physical damages were found with the pump casing and a leak test did not detect any leaks.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.